Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil was embedded in my uterus/location of the perforation: uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney infection, kidney stones, migraine, menarche and parity 2. Concurrent conditions included vaginal discharge and post coital bleeding. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), infection ("infections"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe and persistent pelvic pain") and abdominal pain lower ("unexplained cramps"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, infection and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2013, the bilateral ostia were clearly visualized. Left ostia revealed 7 coils and the right had 4 coils. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed that dye did not pass through the coils. On the right. The proximal end of the outer and inner coil are not within the endometrial cavity the proximal end of the outer coil is within 2 cm of the right uterine cornea. On the left, the proximal end of the outer and inner coil are both within the opacified endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain and dysmenorrhea. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and medical record received. Event severe and permanent injuries was replace with new events- abnormal bleeding, severe and persistent abdominal,pelvic pain, infections, dyspareunia, unexplained cramps, and dysmenorrhea, back pain. Historical conditions and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.